Event description:
Residual styrofoam from minor pack tray was adhered to bulb syringe presenting the opportunity of introducing a foreign body into the patient during surgery. The conversion to cardboard trays by the manufacturer was agreed upon quite some time ago to address this issue, with no tray updates occurring. FDA safety report ID# (B)(4).